Manufacturer narrative:
This report is based on information provided by philips authorised service provider (asp) and with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device exhibited a battery issue. The device was evaluated at the customer site by philips asp. Based on the information available, it was determined that the battery required calibration. The asp calibrated the battery to resolve the issue and performed functional testing. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to the battery requiring calibration. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The battery was calibrated to resolve the issue and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited a battery issue there was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.